Event description:
It was reported that during a follow-up, a decrease in sensing thresholds and loss of capture were noted. After a difficult reposition attempt, the physician elected to extract the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.